Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion was located in the severely calcified and non-tortuous left coronary artery. The physician advanced the 15mm x 2.5mm quantum maverick balloon catheter across the lesion, inflated the balloon once to 12 atms and the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.